Manufacturer narrative:
Event date is approximate, the month is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they had "more than a blister" in their groin and on their "bottom". There were large patches, red marks the size of silver dollars, and the skin was getting soft. The patient said this was not at the incision site but it more where they feel stimulation. The patient said this started 2 weeks ago and they had just started on an antibiotic as well. Patient services (ps) reviewed adverse events. The patient was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications reported at this time.